Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the system cubie had failed to open. A technical support specialist (tss) walked the customer through the process of cycle counting the bin and then restarted the all-in-one (aio) system. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the cubie was failed to open. The customer reported that the user was unable to remove the medication for the patient due to the malfunction. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the cubie was failed to open. The customer reported that the user was unable to remove the medication for the patient due to the malfunction. There were no adverse events or injuries reported due to this event.